Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 747 mg/dl. Customer's other blood glucose value was 516 mg/dl, 317mg/dl and 200 mg/dl. Customer also stated that insulin pump had stuck button alarm. The insulin pump will not be returned for analysis.